Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total pelvic procedure, after the first firing, they performed clamp test successfully. When the surgeon was about to fire on the tissue, it was not able to fire. The surgeon stopped using the device. The nurse noticed that the reload was still articulated and he tried to return it to the straight position but it couldn't be restored. Then they pressed the release button and the reload was removed. The procedure was completed with another device. There was no patient injury.